Event description:
The rep reported the cause of high impedances was not determined. The leads were replaced, and this resolved the issue. Weight will not be made available. On (B)(6) 2024. The rep reported the ins replacement was normal, due to reaching eri. The leads were replaced due to being the possible cause of the high impedances, and for MRI accessibility. The explanted devices were discarded by the hcp.

Manufacturer narrative:
Continuation of d10: product ID 3888-33 lot# j0427746v serial# : implanted (B)(6) 2004 explanted: (B)(6) 2024 product type lead product ID 3888-33 lot# j0443899v serial# implanted: (B)(6) 2004 explanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). Rep reported impedance for electrode 6 at greater than 10k ohms. Patient programmed on electrodes 7<(>&<)>4. Technical services(ts) reviewed how therapy works with intellis, delivering ma rather than voltage. Discussion on out of range and how to overcome some of it. Note there is no therapy issue reported.